Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a vent fail during a case. No patient injury reported.

Manufacturer narrative:
The electronic logfile was available for investigation. The reported event could be reconstructed by means of the information stored therein. During the case in question the apollo detected a too low (negative) vacuum pressure and posted a corresponding reinstall vent alarm was given. In contrast to the initial report no ventilator failure occurred but ventilation was restricted due to a too low (negative) vacuum pressure in the ventilator. There are various possible causes for this kind of failure. Based on what was reported, the hospital biomed could fixed the problem by replacing the mv2 valve. Unfortunately the replaced valve has been discarded, so that this could not be confirmed. The failure rate of the replaced valve is below 0.1% and thus accepted.

Event description:
Please refer to the initial-report.